Event description:
Tooth implant became infected and required surgical intervention to prevent further loss of bone in jaw (infection ate away bone material) thought is that it was caused by the magnets in the continuous positive airway pressure face mask airfit n20 and the metal of the implanted tooth. Surgery could not be scheduled until (B)(6), the hope is to save the implant and replace the lost bone material through bone grafts, worst case is removal of the implant and more bone grafting then replacement of implant after healing. Estimate cost is (B)(6) in surgery expenses.